Event description:
It was reported that the customer had not been getting insulin because his blood glucose level was not going down. Customer found that he had a no delivery alarm. Customer's blood glucose level was 226 mg/dl. Customer does not have an infusion set connected to the pump. Customer no longer has the set or the reservoir. Customer also had site issues, bent cannula, and a broken belt clip. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.